Event description:
It was reported that during a device check, two episodes of atrial noise reversion and multiple episodes of auto mode switch due to noise were noted on the right atrial (ra) lead. The patient is stable and asymptomatic. The patient will continue to be monitored with no planned intervention.